Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and revealed that there were 5 critical ram parity errors logged for this device. The patient has been receiving radiation therapy, which is known to be one potential cause of power on resets. The device is part of the advisory for this model.

Event description:
It was reported that the device was at eri (electrical replacement indicator) and could be reprogrammed. It was later determined that the device had actually electrically reset due to radiation therapy. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.